Event description:
The rn for this patient flushed the wrong port (balloon). A "pop" sound was heard. The percutaneous endoscopic gastrostomy (peg) tube has two feeding ports, and a third port that acts like a foley. The balloon holds this part in place. This is not supposed to be accessed. There is a locking mechanism. In addition, these ports have different adapters. The rn had infused medication through the third port and dissembled the locking feature. The balloon then popped. We are wondering if there could be any other additional safety mechanisms implemented on this device.